Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Multiple unsuccessful attempts were made to obtain additional information. Without the actual device, item number and/or lot number, a thorough investigation could not be performed. For continued safe use of the perifix catheter connector a detailed step-by-step instructions of how to use the perifix catheter connector label and cloth/silk medical tape has been provided. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: event 7: female (B)(6) years ICU patient preparing to ambulate. Rn checked to ensure enough slack on line and noticed yellow epidural filter disconnected. Filter was still connected to the yellow tubing that connects to the pump but was no longer connected to the wire catheter leading into the patient's epidural space. No injury reported.